Manufacturer narrative:
No button error alarm was noted. However, the pump had no button response due to a flattened dome switch on the esc button. The pump also had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, a scratched reservoir tube window, a cracked reservoir tube lip, and a stained end cap sticker. The pump was also received without original battery cap.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.